Event description:
It was reported to the clinical sales representative that during a da vinci si surgical procedure, the surgeon complained that when there is a large vessel and a bundle of small vessels (veins) the big vessel is the only one to seal, the smaller bundle does not seal. No patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument has not been returned for evaluation; therefore, the root cause of the customer reported failure mode cannot be determined. A follow-up MDR will be submitted if the instrument is returned (post engineering evaluation) or if additional information is received. Isi follow up with the initial reporter to attempt to obtain more information regarding this case; however, to this data no additional information has been provided. The customer reported complaint does not itself constitute a reportable event; however, the reported malfunction if to reoccur could cause or contribute to an adverse event.